Event description:
It was reported that pump display had pixel problem and screen appeared damaged, making it hard for customer to read and interact with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to place pump in storage mode before return, reenter pump settings, reconnect continuous glucose sensor to replacement pump, and send back problematic pump using prepaid label within ten days, which customer understood and acknowledged.